Event description:
A malfunction was reported on the pump, prompting a call from the customer. There was no adverse impact to the customer's blood glucose level as it did not exceed the specified threshold. Technical support provided information on how to reset the pump and assisted the customer in doing so. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support again if the issue reappears.